Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant false upstream occlusion alarms which were unable to be reproduced during evaluation. The upstream occlusion alarms were verified through a review of the event history log and found to be caused by upstream sensor values which were found out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant false upstream occlusion alarms during preventative maintenance in biomedical service area. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.